Event description:
It was reported that when they go to charge their implanted neurostimulator, the controller will charge up to 100%, but the implanted neurostimulator will not charge. Patient said after about 30 minutes of charging the controller would start getting hot on their leg hotter than the recharger in their back. When asked for the event date, patient said they would say maybe 4-5 days ago, on tuesday it stopped charging the implanted device completely. Patient spoke to representative(rep) yesterday and was told to call patient services. Patient mentioned that they were a mechanic and agreed with the representative that the controller had probably seen its better days. Patient also mentioned that when charging, it would say to recharge the battery, but the battery was already at 100% so it was hard to get the implant charged fully. During the call, patient removed the li battery and said the terminals were corroded. Patient stated the battery and controller almost seemed to fuse together. The issue was not resolved. A request was sent to the repair department to replace the controller and li battery pack. Patient commented how they do not realize how good the stimulation works until it stops working.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.